Event description:
A report was received that during a suction procedure, the double swivel elbow disconnected from the catheter sleeve. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.